Event description:
Ous MDR - it was reported that strongly vacillating impedance values between 800 ¿ 2500 ohm were detected about 1-2 hours after implantation (all values during the implantation were acceptable) of the system. Good intraoperative values were recorded during the subsequent revision. The position of the lead was evaluated as good in the x-ray image. It was also reported that pacing was not successful after this revision, and the values vacillated a lot. The lead was then exchanged. The elderly patient was disoriented after the 3 interventions and stressed. Her state was reported as recovered on (B)(6) 2013.

Manufacturer narrative:
The returned lead was thoroughly analyzed. The lead was checked visually, mechanically and electrically during the examination. The analysis showed remains of coagulated blood in the lumen of the lead. For that reason, a mandrin could not be inserted completely into the lumen of the lead. The blood had probably been brought in by a mandrin during the implantation of the lead. The continuing analysis did not show any further deviations from the technical specifications, which could be related to the clinical complaint. Other damage at the lead probably resulted from the explantation process. There were no indications of material defects or manufacturing errors.